Manufacturer narrative:
The correction of b5 "describe event or problem" field deems required. This is based on the internal evaluation. Previous b5: on 31st of march 2021 getinge became aware of an issue with one of our surgical light - powerled. As it was stated during maintenance of the device paint peeling on the lighthead and fork and missing fastening screw on spring arm were found. Photographic evidence of the issue was in line with alleged situation. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles falling into sterile field might led to contamination. Corrected b5: on 31st of march 2021 getinge became aware of an issue with one of our surgical light - powerled. As it was stated during maintenance of the device paint peeling on the lighthead and fork. Photographic evidence of the issue was in line with alleged situation. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles falling into sterile field might led to contamination. The correction of d4 "serial#" field deems required. This is based on the internal evaluation. Previous d4: ar050010. Corrected d4: ar050009. Getinge became aware of an issue with one of our surgical light - powerled. As it was stated during maintenance of the device paint peeling on the lighthead and fork. Photographic evidence of the issue was in line with alleged situation. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles falling into sterile field might led to contamination. It was established that when the event occurred, the surgical light did not meet its specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
On 31st of march 2021, getinge became aware of an issue with one of our surgical light - powerled. As it was stated during maintenance of the device paint peeling on the lighthead and fork. Photographic evidence of the issue was in line with alleged situation. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles falling into sterile field might led to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 31st of march 2021 getinge became aware of an issue with one of our surgical light - powerled. As it was stated during maintenance of the device paint peeling on the lighthead and fork and missing fastening screw on spring arm were found. Photographic evidence of the issue was in line with alleged situation. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles falling into sterile field might led to contamination.